Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed little use residues throughout the returned infusion set. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed the device leaked at the needle/needle housing interface. A microscopic observation using a uv light revealed the needle housing to have some sections of the needle housing with less adhesive. Because the needle housing was observed to have less adhesive at the needle interface, the complaint of a leaking infusion set is confirmed and was determined to be supplier related. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event.

Event description:
It was reported that there is a fluid leakage from the huber needle during priming. There was no reported patient injury.